Event description:
Customer reported that the device delaminated after cutting the device and rolling up to deliver through trocar. The device was exchanged for a new device. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained a supplemental 3500a form will be submitted accordingly.